Event description:
Additional information revealed the patient had not used or recharged the ipg in months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent surgical intervention in which the ipg was replaced, effective stimulation was established post operation.